Event description:
Post prep of the following 36x200, the scrub tech along with dr. Beckerman were not able to advance the device over the back end of the cook lunderquist wire. It kept hitting something within the delivery system tip. The same wire was used to dotter the iliac with a dry seal 22fr dilator, thereafter with the advancement of the 22fr dry seal sheath. The device was re-prepped thereafter for another attempt but ran into the same issue. Patient outcome - "no clinical sequela. The shorter 36mm x 150mm device was used as the initial component."

Event description:
Post prep of the following 36x200, the scrub tech along with dr. (B)(6) were not able to advance the device over the back end of the cook lunderquist wire. It kept hitting something within the delivery system tip. The same wire was used to dotter the iliac with a dry seal 22fr dilator, thereafter with the advancement of the 22fr dry seal sheath. The device was re-prepped thereafter for another attempt but ran into the same issue. Patient outcome - "no clinical sequela. The shorter 36mm x 150mm device was used as the initial component."